Manufacturer narrative:
B3, g4, d4 UDI: unknown. One device was received for evaluation. Visual inspection found a damaged dso sensor, a dented uso sensor, and cracked rear housing. A review of the event history log found 'air in line detected' and 'high pressure' alarms. Functional testing was performed. Upon testing, it was revealed that the motor rotation was over the limit. The reported problem was unable to be duplicated; however, the ehl confirmed the reported problem. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited an audible alarm. The event occurred during infusion and was identified at the beginning of vial assembly. The event did not impact the patient's treatment, no injuries were reported, no delay in therapy, and no medical intervention was required. The patient used a backup pump.